Manufacturer narrative:
Corrected data: per additional information received, there is no allegation against the device. Hence, this device does not meet the reportability requirements.

Event description:
Additional information received indicates that the ipg was replaced to upgrade for flexburst 360 capabilities.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention took place wherein the ipg was explanted and replaced for an unknown reason.